Manufacturer narrative:
Visual analysis was performed on the returned product. The difficulty to advance was not tested as the retrieval catheter was not returned. It should be noted that the emboshield nav6 instruction for use (eifu), states: the emboshield nav6 rapid exchange (rx) embolic protection system is a temporary percutaneous transluminal filtration system designed to be used as a guide wire and to capture embolic material released during an angioplasty and stent procedure within a saphenous vein bypass graft or a carotid artery. In this case, it could not be determined if the off-label use caused or contributed to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to case circumstances. The reported failure to advance the retrieval catheter resulting in unexpected medical intervention was likely due to interaction with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous left vertebral artery that is 80% stenosed. The emboshield nav6 embolic protection system (eps) retrieval catheter failed to cross to retrieve the filter due to anatomy. Another non-abbott catheter was used to retrieve the filter. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.